Event description:
This case was initially received via regulatory authority ansm (reference number: r1715300). This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("very intense abdominal pain / stabbing, happily short-lived pain") and depression suicidal ("progressively severe depression, ranging to suicidal thoughts") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain (seriousness criterion medically significant), depression suicidal (seriousness criterion hospitalization), fatigue ("excessive fatigue with inability to recuperate despite long enough sleeps"), myalgia ("chronic muscle pain of varying location and intensity ranging to tendinitis-type pain without visible lesion detected on exams"), back pain ("back pain lasting several months"), limb injury ("blockage of one shoulder / blockage of the other several months after"), irritability ("excessive irritability"), temperature intolerance ("problems withstanding the heat"), hyperhidrosis ("sweats"), hypoaesthesia ("loss of fine sensation at the fingertips"), muscular weakness ("clumnsiness and difficulty hodling objects in hands /loss of physician strength (muscle strength)"), disturbance in attention ("difficulties concentrating"), amnesia ("memory loss"), headache ("headaches"), vertigo ("vertigo"), visual impairment ("problems relating vision / declining vision"), movement disorder ("problems relating movements"), fall ("few falls due to bumping into low obstacles"), nausea ("nealry constant nausea"), pruritus ("various itching"), dyspnoea ("quick shortness of breath with the slightest effort") and menstruation irregular ("very spaced periods, irregular ((ranging from 2 weeks to over 3 months)"). At the time of the report, the abdominal pain, depression suicidal, fatigue, myalgia, back pain, limb injury, irritability, temperature intolerance, hyperhidrosis, hypoaesthesia, muscular weakness, disturbance in attention, amnesia, headache, vertigo, visual impairment, movement disorder, fall, nausea, pruritus, dyspnoea and menstruation irregular outcome was unknown. The reporter provided no causality assessment for abdominal pain, amnesia, back pain, depression suicidal, disturbance in attention, dyspnoea, fall, fatigue, headache, hyperhidrosis, hypoaesthesia, irritability, limb injury, menstruation irregular, movement disorder, muscular weakness, myalgia, nausea, pruritus, temperature intolerance, vertigo and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kgs. X-ray of shoulder did not reveal any lesion big enough to be the cause. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 27_sep_2017 for the following meddra preferred term: 1. Abdominal pain: the analysis in the global safety database revealed 1291 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.